Event description:
During a femoral angioplasty procedure on a greyhound, the catheter balloon burst at 9-10 atm. The catheter was removed and replaced to complete the procedure with no pt injury or further complications being reported.